Event description:
It was reported that the patient had a replacement surgery due to "reservoir holes" with his inflatable penile prosthesis (ipp). It was noted that two weeks prior to this surgery the patient had his device tested and holes were discovered in the reservoir. The entire device was removed and replaced. The old reservoir was left implanted in the patient.